Manufacturer narrative:
Insulin pump was received with an unresponsive keypad due to moisture damage on the electronic assembly. Unable to perform the displacement test and self test due to unresponsive keypad.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and button issue. The customer blood glucose level was 445 mg/dl at the time of incident. Customer stated that when they push the buttons that they are not connecting or responding. Customer stated that numbers are not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer stated that there was no response from any button. Customer also stated that the insulin pump was not exposed to a change in altitude. Customer stated that the high blood glucose was not insulin pump related. Troubleshooting was performed. The device will not be returned for analysis.